Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking from the stay safe connector of the tubing set during treatment. Pt had no ill effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.